Event description:
It was reported to philips that table height movement was blocked due to amc drive failure on an azurion 7 m20. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the amc drive and flat detector fd-20 and returned the device to use with limitations. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).